Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is inconclusive and as a non-original product sample was returned for evaluation. One 20 g x 1 in. Powerloc max infusion set was returned for evaluation. An initial visual observation showed no obvious evidence of use; however, the safety mechanism was observed to be activated. A microscopic observation revealed no damage on the luer hub or the needle tip. The sample was flushed and pressurized with both a luer lock and a slip-fit 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were observed. The luer hub of the infusion set was tested with an iso luer taper gage and was found to be within specification. The sample that was returned for evaluation was found to be within specification and the alleged leak could not be reproduced. Possible contributing factors of leakage from the luer hub of an infusion set include incomplete/improper connection, cracked connector, and gradual material deformation (also known as material creep), which can be caused by forceful and prolonged insertion of slip-fit style adaptors into the luer hub. A lot history review (lhr) of asbvs0243 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub at the end of the port needle widened so that blood collection was not possible since there was not airtightness created, this happened the second day after placement. A new needle had to be placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asbvs0243 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hub at the end of the port needle widened so that blood collection was not possible since there was not airtightness created, this happened the second day after placement. A new needle had to be placed.